Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the second implant stopped helping with symptoms sometime in 2020 and reprogramming didn't resolve so patient received new system on (B)(6) 2020. Agent did not ask about the circumstances that led to the reported issue.